Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip implant on the left side on or about may or (B)(6) 2006, and on his right side on or about (B)(6), 2007. Patient has experienced physical injury, pain, bodily impairment, and high levels of toxic metal in his blood stream. He believes he will be required to undergo revision surgery.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip implant on the left side on or about (B)(6) 2006, and on his right side on or about (B)(6) 2007. Patient has experienced physical injury, pain, bodily impairment, and high levels of toxic metal in his blood stream. He believes he will be required to undergo revision surgery. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information and date of implant for the left side. Sticker sheets were also received, which indicate that patient was implanted with pinnacle products, not asr as previously mentioned for the right side. Right side will be entered on a separate complaint. The complaint and associated mdrs were updated for the left side. There was no new information that would change the outcome of the investigation.

Event description:
Update: (B)(6) 2014 - plaintiff¿s preliminary disclosure form was received, which identified dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint updated (B)(6) 2014 . Comments: synovitis, cloudy fluid, trunnion staining, soft tissue scarring & ossification.